Event description:
A doctor reported fibrin approaching the posterior capsule following an intraocular lens (iol) implant procedure. Rinsing was performed, but the symptoms were not alleviated. The iol was then removed approximately one week following the initial procedure. After removing the iol, fibrin was not confirmed. No bacteria was found according to the bacteria evaluation report. Additional information was requested.

Manufacturer narrative:
.

Event description:
Additional information was received, reporting that the patient also experienced hyperemia, cell and flare. Postoperative astigmatism could have caused decreased visual acuity according to the surgeon. Clinical judgement of the inflammation was determined to be noninfectious. A vitrectomy was performed. The results of the bacterial cultivation tests performed were negative.

Manufacturer narrative:
Evaluation summary: based on a review of complaints received, a signal for post-operative inflammation was identified for restor® iq and restor® toric iols in (B)(6). The manufacturing investigation pointed to the difference in manufacturing processes for the (B)(4) market and multifocal lenses as a potential differentiator. The manufacturing investigation has not identified a root cause to date. Data analysis so far has confirmed that these complaints are significant and concentrated around the (B)(4) market for the identified multifocal lenses. On (B)(6) 2015 the impacted product was put on voluntary hold in the (B)(4) market and issuance of the market caution letter. On (B)(6) 2015 due to a significant increase in reports of post-operative inflammation cases reported in cataract surgery patients who received the identified multifocal intraocular lenses (iols), a voluntary product recall was issued against all lot numbers and models of the identified multifocal iols manufactured specifically for the (B)(4) market. A corrective and preventive action has been instituted; the investigation is ongoing.

Event description:
Additional information was received indicating that the symptoms resolved.

Manufacturer narrative:
Alcon is investigating an increased number of cases of aseptic endophthalmitis cases reported since mid-(B)(6) 2015 in cataract surgery patients who received restor® iols in various clinics in (B)(6). We take this situation very seriously and in the interest of patient safety, are voluntarily recalling restor® multifocal iols manufactured specifically for the japan market and advising surgeons in japan whose clinics have inventory of restor® iols to stop using these iols. Product evaluation: the product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are three similar complaints reported in the lot. Additional information has been requested. (B)(4).

Manufacturer narrative:
The photo evaluation was provided by a company physician: possible postoperative intraocular inflammatory reaction.

Manufacturer narrative:
Product evaluation: the entire lens was returned. The lens has a small crack near the outer edge. Small scratches are observed. No foreign material observed. The manufacturing investigation has not identified a root cause to date.